Manufacturer narrative:
During the advancement of the outback catheter into the calcified aorta target vessel, the tip of the catheter separated. The tip of the catheter detached within the sub intimal space of the distal aorta. The tip was not removed. A grandslam exchange wire was used. The patient is an (B)(6) female. The target lesion location was the aorta. There was severe calcification noted. No damage to the outback device was noted prior to opening the package. The ports were flushed according to the manufacturer instructions. The cannula actuated smoothly. The device was straight when advanced and the cannula tip was retracted. During the advancement of the catheter into the calcified area, the tip of the catheter separated. There was no excessive force used to advance the device through the vessel. The needle was fully retracted into the lateral port prior to removing the catheter from the vessel. The procedure was aborted after the tip of the catheter detached. One non-sterile catheter outback was received coiled inside a plastic bag. The nosecone was ripped and not received with returned device. The inner liner presents marks of welding. It was not possible to measure the cannula usable length due to damage condition of the device. The unit is not functional usable. No other anomalies were observed in the returned device. No other anomalies were observed in the returned device. Functional analysis could be not performed due to the separated distal tip. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure catheter tip/distal tip fractured-separated/in patient reported by the customer was confirmed. The cause of the failure experienced was not determined; inner liner present marks of welding. Based on the information available for review, there are possible vessel characteristics (calcification) that may have contributed to this event. However, an investigation has been initiated to evaluate this issue.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During use of the outback catheter, it was reported that the tip of the catheter came off while using a grandslam exchange wire. The distal nose cone came off in the patient and remained in the vessel. The patient is a (B)(6) female. The target lesion location was the aorta. There was severe calcification noted. No damage to the outback device was noted prior to opening the package. The ports were flushed according to the manufacturer instructions. The cannula actuated smoothly. The device was straight when advanced and the cannula tip was retracted. During the advancement of the catheter into the calcified area, the tip of the catheter separated. There was no excessive force used to advance the device through the vessel. The tip of the catheter detached inside of the patient within the sub intimal space of the distal aorta. The tip was not removed. The needle was fully retracted into the lateral port prior to removing the catheter from the vessel. The procedure was aborted after the tip of the catheter detached. There was no patient injury reported. The physician is uncertain as to the cause of the tip detaching from the catheter; manufacturer instructions were followed.